Event description:
It was reported the patient's ipg (implantable pulse generator) cannot communicate with the external devices. The patient last charged the system a month ago but was unable to use the system since then. The scs system was turned off as the patient had a CT scan taken and also had a surgery unrelated to the system. Follow-up information suggested the patient opted not to have any system interrogation until she recovered from the surgery. No further information was available at the time of this report.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.